Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the lv (left ventricular) pacing lead was beyond the expected upper range. Analysis of the device memory indicated pacing capture threshold in the lv (left ventricle) was high. Lv capture threshold varies, but is approx. 1.7 volts since (B)(4) 2015. Lv pace impedance steady at approx. 840 ohms through (B)(4) 2015, rises out of range starting (B)(4) 2015. (B)(4).

Event description:
It was reported that there was high impedance, high threshold and no capture on the left ventricular (lv) lead. The lead was programmed off. No patient complications have been reported as a result of this event.

Event description:
The lv lead was explanted and replaced.